Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart xl was failing the shock test in op check. There is no indication of patient involvement.